Manufacturer narrative:
Tracking number: (B)(4). Initial report sent to FDA on 07/10/2014.

Event description:
Procedure type: vats. According to the reporter: the stapler misfired and then wouldn't open the stapler reload. The stapler tore a hole in the patient's lung. The patient was opened to suture the hole closed.